Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 7 months post implant of this 23mm aortic bioprosthetic valve, the valve was explanted and replaced with a 19mm valve of the same model. The reason for the explant was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the reason for the valve replacement was that a computed tomography (CT) scan revealed an aortic rupture. Emergent surgery was performed and the 23mm valve was explanted and replaced with a 19mm valve of the same model. The physician reported that the patient was unable to be weaned off of cardiopulmonary bypass (cpb) and died. The stated cause of death was persistent bleeding. If information is provided in the future, a supplemental report will be issued.